Event description:
It was reported that the ilet displayed ¿dosing stopped, enter cgm or enter bg¿ after a dexcom g7 continuous glucose monitor (cgm) change, with pairing to the ilet initially failing until the user toggled the sensor settings on the ilet and reentered the pairing code after which glucose data appeared on the ilet. No adverse clinical symptoms reported. Outcomes included temporary suspension of automated insulin dosing until cgm data were restored, with subsequent resumption after successful re-pairing. User support included guided troubleshooting and user education on app reinstallation, sensor type selection, and re-pairing steps. Investigation of this case revealed a communication and pairing issue between the dexcom g7 sensor and the ilet, resolved by correcting sensor configuration and reestablishing the bluetooth connection, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-interaction and connectivity factors leading to temporary cgm data unavailability and dosing suspension.